Event description:
It was reported that the charger was broken and not charging the ilet or other devices, the ilet shut down, and the patient transitioned to backup therapy with a reported blood glucose of 218 mg/dl; the issue involved a fracture-type problem associated with the battery charger component. Customer care provided support that included communication with the user and coordination of charger replacement logistics. Investigation of this case revealed a fracture-related problem consistent with a component-level failure of the battery charger leading to loss of device power and therapy interruption. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to treatment or therapy. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.